Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter was out of range for 50 minutes.at the time of contact with dexcom technical support, patient reported to be in good condition and patient did not report any medical intervention or injuries.